Manufacturer narrative:
Per the perfusionist, the level sensor was attached to a flat surface of the reservoir after prepping the reservoir appropriately with the gel. Once bypass was initiated and the alarm turned on, the message would read 'not attached'. The perfusionist believes the level alert may be the problem. Cables from another machine were utilized for the procedure. The perfusionist stated that new cables are planned on being ordered to see if that resolves the issue.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) intermittently displayed a 'level sensor disconnect' message. As mitigation, another set of level sensor cables were utilized for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Additional information was received that the issue occurred during a cardiopulmonary bypass (cpb).

Manufacturer narrative:
Per the user facility, they replaced the yellow alert sensor cable resolving the issue.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical technician confirmed it was a user error. They used rounded reservoir that is not recommended per IFU. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the level sensing system during a cardiopulmonary bypass (cpb) procedure on an unknown date. The system was set up without issue, per the instructions for use (IFU) for a procedure. The team does use the gel and allows the pads to cure to the reservoir. The team does use another manufacturer's rounded reservoir for their procedures. During the procedure the team received a 'level sensor not attached' message and it was attributed to the yellow alarm level sensor. The team reattached the level sensor and the system proceeded without issue. There was no harm or blood loss due to this issue. There was no delay in the continuation of the surgical procedure.